Event description:
It was reported that the tip of the probe broke while in use. The tip was removed. No pt injury was reported.

Manufacturer narrative:
(B) (4): the probe was returned for evaluation. Microscopic examination verified curvature due to bending took place most likely during operation. The fracture surface was examined and a relatively tortuous surface was observed indicating a certain level of ductility. Surface striations or other surface features indicative of fatigue failure were not visible. The tip appears to have broken due to remote bend loading during operation. A review of the device history records did not identify any applicable nonconformance to specification.